Manufacturer narrative:
Based on the complaint details (B)(4) the patient experienced coloanal anastomotic leakage, was treated with antibiotics (metronidazole 500mg 3x daily, cefuroxime 1g 3x daily), and the symptoms disappeared. This event did not occur within the united states. This event occurred at klaipeda university hospital in lithuania. The event occurred on (B)(6) 2020 (was resolved on (B)(6) 2020), and asensus surgical was made aware on 09-august-2023. According to the investigation, further responses from surgeon interviews indicated that the anastomotic leakage event was not related to the senhance surgical system, but rather considered to be a normal surgical complication unrelated to the robot. Furthermore, no malfunction of the senhance system was reported and no failures were identified. The risk posed by this event was evaluated through a health hazard evaluation (hhe-001-00026) and a corrective action preventative action plan (CAPA-000048) has been opened to manage the unsuitable timeliness of the receipt and management of this reported event. Therefore, asensus surgical is reporting this followup for completeness to the initial MDR report submitted on 19-september-2023.

Event description:
The complainant, (B)(6) reported that on day 7, after tme for rectal cancer patient complained of sudden purulent discharge from the anus and elevated blood temperature, some weakness. This adverse event was an anastomotic leakage. A digital examination revealed a defect of (1 cm) in the posterior wall of colo-anal anastomosis. Antibiotics were administered (metronidazole-500 mg 3x daily and cefuroxime-1 g 3x daily) and symptoms dissapeared for a resolution date of (B)(6) 2020. This event did not occur within the united states. The event occurred in (B)(6). It was reported that the causality to the senhance surgical system was possible. The event occurred on (B)(6) 2020, and asensus surgical was internally made aware on 09-august-2023..

Event description:
The complainant, (B)(6), reported that on day 7, after tme for rectal cancer patient complained of sudden purulent discharge from the anus and elevated blood temperature, some weakness. This adverse event was an anastomotic leakage. A digital examination revealed a defect of (1 cm) in the posterior wall of colo-anal anastomosis. Antibiotics were administered (metronidazole-500 mg 3x daily and cefuroxime-1 g 3x daily) and symptoms disappeared for a resolution date of (B)(6) 2020. This event did not occur within the united states. The event occurred in (B)(6) hospital in lithuania. It was reported that the causality to the senhance surgical system was possible. The event occurred on (B)(6) 2020, and asensus surgical was internally made aware on 09-august-2023.